Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the device lot number is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced loss of therapy due to high impedances on their lead. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection of the returned lead found some kinks and damage on the outer tubing and all internal wires being broken. The cause of the report event is consistent with damage during use.